Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricular lead was discovered to be dislodged as they were being monitored in the hospital after device implant. The lead was repositioned the next day on (B)(6) 2018. The patient was stable.